Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The mfg investigation revealed the rivet is missing. The instrument corresponds to drawings and processes at the time of MFR. All parts were not returned to complete the investigation. It is concluded that this complaint is indeterminate.

Event description:
It was reported that during a orif of acetabulum, the rivet on the reduction forceps holding the clamp broke. Surgeon was unable to reduce with this instrument and selected another clamp to complete the procedure. No fragments broke into the wound.